Manufacturer narrative:
Correction: removal of information in section f related to importer: the initial report inadvertently included the importer report number. This MDR should have been submitted only with the MFR. Number (and not as importer).

Manufacturer narrative:
Additional information: a2, a3, h6 and h10. H10: a review of complaints and service history for the product involved in this event determined that no similar issues occurred on this prismaflex machine. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismaflex control unit, the ¿machine fails to flow and no alarm sound¿ was generated. There was no report of patient injury or medical intervention associated with this event. No additional information is available.